Manufacturer narrative:
Results evaluations: investigation: the returned unit was functionally tested and the report of blockage was not confirmed. Prior to decontamination, the tube was examined and it was confirmed that the tube had neither occlusion nor narrowing. It was noted that there remained extraneous matter in the tube. After decontamination, we confirmed a suction catheter could pass through the tube. A review of our complaints history confirmed this to be the first complaint, on this catalog number, for occlusion. Root cause: it is stated that the unit was tested prior to use and only became occluded after five days use. Due to no product failure detected, we have determined the root cause for this incidents is likely due to secretions accumulated in the tube that had not been properly cleaned during use. This report has been logged for trending.